Event description:
The customer reported intermittent low ma error code after exposure. No pt injury.

Manufacturer narrative:
The service rep reproduced the ma failure. He regreased the xray tube electrodes. No improvement. He replaced the filament driver pcb, calibrated the high voltage regulator pcb per the cal procedure. Null voltage at zero volts. System tested under load without error. System operating within MFR spec.